Event description:
Hamilton medical ag received the following event description: device alarmed with "tf 5507". It was found that air oxygen solenoid valve was malfunctioned and the valve was replaced.

Manufacturer narrative:
Technical fault 5507 indicates leaking / defective mixer valves.